Event description:
The users performance with the device is affected. The performance with the device has been declining in the last months. Re-implantation was suggested. The clinic was to discuss the next steps with the user's family. So far no response has been received.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. The performance with the device has been declining in the last months.